Event description:
Rn noted that foley catheter did not have the amount of urine she thought it should so she began to investigate the situation. Rn noted that pt's bladder was distended and when she applied pressure to the area, she noted that approximately 100 ml of urine came out around the catheter.